Event description:
A surgeon used a high temperature cautery for an ophthalmic procedure that required a low temperature cautery. The surgeon had ordered the correct cautery, but had been incorrectly supplied the high temperature by the hospital's distribution center. There was an injury to the eye but nothing that was permanent damage. Due to the incident, the surgery performed took longer to repair the damaged area for the initial procedure.